Event description:
It was reported that the patient presented for a routine generator replacement. Prior to the procedure, the right atrial (ra) lead exhibited far r-wave over-sensing and loss of capture. Fluoroscopy imaging was performed, and dislodgement of the ra lead was confirmed. The lead could not be explanted as it was stuck. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient condition was stable before, during, and after the procedure.